Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The customer's blood glucose was 91 mg/dl. Troubleshooting was performed and everything tested within specification, but the customer stated that the numbers were ramping on their own. The customer stated that numbers were also ramping before the no delivery alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump functioned properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. All buttons function properly. Insulin pump had moisture damage on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.